Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to elevated accutni (troponin) results generated on the synchron lxi 725 clinical system. The initial erroneous results were reported outside the laboratory. The patient sample was retested multiple times and the results were still elevated. Customer sent the sample to bci for further testing. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Service was not dispatched to investigate the event. Customer indicated that the instrument is performing within specification. The customer sent from the patient to customer product line support (cpls) for additional testing, cpls testing with interference eliminating proteins has confirmed the existence of a patient source interferent for the sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Similar to heterophile antibodies, the results do not correlate with the clinical status of the patient. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.